Manufacturer narrative:
A visual examination of the 20fr universal adaptor showed both ports were in the closed position. Feeding tube was cut off at distal end of barbed connector with portion of tube remaining on the connector. Leak test performed using 60cc bolus syringe and water. Distal end of adapter was plugged and water injected into the feeding port. No leakage noted anywhere on adapter. The y-port, feeding port and medication port were measured and found to be within specifications. No issue found with barbed connector or the portion of tubing attached to the connector. The returned unit was not consistent with the complaint incident that the device connector leaked. No issue was found with the barbed connector or the y-port during the physical and functional evaluations of the device. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, nutritional supplement leaked from the feeding port of the y-port adapter. The procedure was completed with new y-port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, nutritional supplement leaked from the feeding port of the y-port adapter. The procedure was completed with new y-port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.